Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with non-abbvie and it is unknown if it will be returned.

Manufacturer narrative:
Reason for reoperation: rupture clarification to d6a: implant date was reported as 2009. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.